Event description:
It was reported on 09/09/2022 by a sales representative via email that an ar-3636 implant failed non-specifically and an ar-3638ds drill bit broke during the repair. This was discovered during a case and broke inside the joint space.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.